Event description:
A complaint was received from a customer stating that the meter was showing flickering segments on the display and sometimes the segment seemed to be gone completely. While on the phone a review of the system was conducted. It was learned that segments in the 10's place were the segments at issue. A request was to return the instrument and a replacement would be provided.